Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure and needlestick injury-post use. The following information was provided by the initial reporter. The customer stated: "a phlebotomist undertaking a venipuncture went to close the guard on the bd vacutainer eclipse safety needle. The guard twisted off from hinge leaving the unsheathed needle which then pierced the middle left hand finger of the phlebotomist."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary bd received 5 samples for investigation. The customer samples were evaluated by visual functional testing for proper activation and the indicated failure mode for defective locking mechanism was not observed. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA 1465371 has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure and needlestick injury-post use. The following information was provided by the initial reporter. The customer stated: "a phlebotomist undertaking a venipuncture went to close the guard on the bd vacutainer eclipse safety needle. The guard twisted off from hinge leaving the unsheathed needle which then pierced the middle left hand finger of the phlebotomist."